Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual examination of the stent found stent damage. The first two stent struts on the distal end was lifted and bunched while pulled in a proximal direction. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and the proximal balloon cone was noted to be deformed. No issues were noted with the distal balloon cone. A visual and microscopic examination of the bumper tip identified damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on the device analysis completed on 25nov2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 85% stenosed target lesion was located in the severely tortuous and mildly calcified left circumflex artery. A 38 x 3.00 promus elite drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.